Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Visual evaluation revealed heavy abrasion around the od at the distal end of the device. A similar, lighter abrasion was observed at the proximal end, near the shoulder, and in the inside diameter. The inside diameter was inspected with a pin gauge finding, not obstruction. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 12/28/2022 it was reported by a sales representative via sems that an ar-9676 angled reamer would not slide into an ar-9297-15 univers vaultlock properly. The inner shaft would not rotate when reaming the glenoid. The inner ar-9676 would get stuck on the ar-9297-15 outer sleeve and could not be pulled out. This was discovered on (B)(6) 2022 during a procedure with no patient harm. The case was completed using an ar-9676 reamer from a different set.